Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had a no delivery alarm occur with their insulin pump. Customer's blood glucose level was not reported. The customer's mother stated they would call back once they the insulin pump was in their possession to trouble shoot. No further information was provided.